Event description:
According to the initial reporter, this observation was made prior to patient contact. However, as per additional information received on 14-sep-2021, this event actually occurred during the 2nd puncture. This correction report is being submitted to amend the investigation conclusions in the previously submitted MDR report.

Manufacturer narrative:
Device evaluation. Complaint device was not returned therefore a document based review will be performed. Images of the complaint issue were shared which shows a proximal kink below the sheath extender. Document review including IFU review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1528595 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1528595. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the possibility that the device was over torqued during procedure leading to a kink below sheath extender. Additionally the device may have become kinked on attachment or detachment to scope. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary: complaint is confirmed based on customers testimony and images provided. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation and an update to the investigation conclusions.

Manufacturer narrative:
Device evaluation complaint device was not returned therefore a document based review will be performed. Images of the complaint issue were shared which shows a proximal kink below the sheath extender. Lab evaluation n/a document review including IFU review prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 of lot number c1528595 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1528595. The notes section of the instructions for use, ifu0101-1 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0101-1). Image review n/a root cause review a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the possibility that the device was over torqued during procedure leading to a kink below sheath extender. Additionally the device may have become kinked on attachment or detachment to scope. A CAPA has been initiated to document and track the actions taken to investigate and to address kinking or breaking of the sheath at the sheath/sheath extender junction. Summary complaint is confirmed based on customers testimony and images provided. According to the initial reporter, this observation was made prior to patient contact. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The device was used for eus-fna. The user could perform the first biopsy with the deivce with no problem though, the needle could not be ratracted at the second biopsy. Therefore, another device was used instead. There have been no adverse effects to the patient reported. [Update (28/jun/2021,)] the device was used for eus-fna. The user could perform the first biopsy with the deivce from the upper body of the stomac to the pancreas with no problem though, the needle could not be ratracted at the second biopsy. Therefore, another device was used instead. There have been no adverse effects to the patient reported. Patient outcome: there have been no adverse effects to the patient reported. Patient/event info notes: <physician's comment> I did not feel any abnormality at the first biopsy, but felt something strange at the second biopsy suddenly. Please provide the possible cause of the event with the information. <sales rep's comment> since the device will not be returned due to infectious disease, I reckon that it will be difficult for the investigators to perform the investigation. However, please provide the possible cause by referring to other investigation result of the similar/same complaints in the past. 28/jun/2021, updated : it appears that the sheath is kinked just below the handle and the needle is slighly bent. I assume that the kink below the handle might have prevented needle advancement and retraction. <additional information> --> 28/jun/2021, updated. Updates are shown after "-->". For all complaints, ask: answer (if any damages were confirmed prior to use)was the package damaged? No (if any damages were confirmed prior to use)how was the device stored? Are images of the device or procedure available? N/a, yes, no unknown no --> yes. The email with photos are attached to trackwise. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end unknown --> handle end. Kink was seen in the sheath just below the handle on provided photos. "Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no please specify if yes." No if the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a, yes, no unknown --> no "if the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no if no, please specify where the damage is located: _____________________" unknown was gaining access to the target site difficult? N/a, yes, no no was the device used in a tortuous position? N/a, yes, no unknown was puncture of the target site difficult? N/a, yes, no no (the abnormality of the needle was found at the second biopsy.) A. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Asku --> pancreas if the lungs, which lymph node was being targeted? E.g. 4r, 11r, 12l etc. Please describe the size of the intended target site. If not with the device in question, how was the procedure performed and/or finished? Already stated in patient/event info tab. Was the device damaged in packaging prior to removal? N/a, yes, no no was the device damaged on removal from packaging? N/a, yes, no no was force required to remove the device? N/a, yes, no no did the patient require any additional procedures as a result of this event? N/a, yes, no no what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day ¿¿(unknown) what is the scope manufacturer and model number that was used? Was resistance felt while inserting the device through the scope? N/a, yes, no no was the scope recently serviced / repaired? N/a, yes, no unknown when was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? ¿¿¿¿¿¿¿(on needle retraction) was the syringe used during the procedure, after the stylet was removed? N/a, yes, no yes was difficulty experienced while retracting the needle? N/a, yes, no yes was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a, yes, no unknown --> no was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no unknown was the stylet partially removed when advancing the needle into the target site? N/a,yes,no unknown how many samples were obtained (passes completed) with this needle? "Did any section of the device detach inside the patient? N/a, yes, no if yes, please specify:" no was there difficulty locking the sheath (or needle) in place or slipping experienced during use? N/a, yes, no no was there difficulty in attaching or detaching the device to the accessory channel port on the scope? N/a, yes, no unknown when the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? N/a, yes, no unknown if an ebus procedure did the needle tip hit the cartilage rings of the trachea? No